Manufacturer narrative:
Evaluation of the returned lantern revealed a distal ovalization. If the peel-able sheath (supplied by penumbra) is not properly used to protect the distal shaft of the lantern during insertion into a guide catheter, and the lantern is forcefully gripped or pinched, damage such as a distal ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern during the procedure. During functional testing, the returned lantern was able to be advanced through a demonstration benchmark without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra parent catheter, a non-penumbra sheath, and a guidewire. During the procedure, it was reported that the lantern became stuck in the parent catheter and no resistance was experienced. Therefore, the lantern was removed. The procedure was completed using another microcatheter, the same parent catheter, and the same sheath. There was no report of an adverse effect to the patient.